Event description:
It was reported that during a colon resection procedure, the device kept locking out. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Loading technique. Additional information was requested and the following was obtained: did the device lockout prior to cutting or stapling? Did the device lock out after the devices had started to deploy staples and cut? Response from the sales rep: information unknown. Its sounds like the reloads locked out based on what the account said. The analysis found that one ntlc55 device was returned in good visual condition and with a cartridge reload present. The cartridge reload was received fully loaded and with the swing tab locked out. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident and the protruding staples is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. The batch record was reviewed and no anomalies were noted during the manufacturing process.